Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the active tip broken and missing a fragment. The handle, shaft, tubbing and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, the device was received only in the bag, the active tip was fractured through the suction holes, and procedural residue was visible in suction tube. The device passed the electrical and functional testing. The customer stated that the electrode breaks in the patient¿s shoulder. This is substantiated via inspection with the active tip being fractured through the suction holes. The device passed all electrical and functional tests. A similar type of damage was examined under previous CAPA. The complaint device was returned and investigated. Although the complaint was substantiated during investigation, the device successfully passed all electrical and functional checks, it did not require a post activation flow rate test as there was no blockage prior to activation. Visual inspection confirmed that the distal tip was fractured across the suction tubes, which confirms the costumer reported event that ¿electrode breaks in patient¿s shoulder¿. These observations are consistent with failures previously seen and investigated through previous CAPA which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: a) wrong material specification. B) erosion of tip. C) abuse/misuse. D) design covered by loading / stresses / tolerances. E) manufacturing error. Either fracture during manufacture or a missed operation. During the manufacturing process 100% visual inspection is performed at process to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine the exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment ¿force is applied during use (normal and excessive force) causing damage to components" leading to "components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of "serious" and occurrence level of "probable". That gives a risk level of 14 and rated as 'as low as reasonably achievable (alra)'. The risk management procedure defines that the risk level of 14 is equivalent to less than 1 in 10,000 and more or equal than 1 in 100,000 devices potentially being exposed to the hazardous situation described above. There have been 79,053 sales of the reported device, with 6 complaints alluding to tip breakage during the procedure reported, therefore there has been one complaint in every 13,176 devices sold, which is within our estimated risk. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that mechanical forces were applied to the active tip which are greater than the design specification. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2504007, and no non-conformances were identified.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the vapr tripolar 90 suction elect device broke in the patient's shoulder. It was reported that part of the metal plate was disassembled. The fragment was recovered from the sub-acromial space. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device tip was in the arthroscopic space and broken. No other anomalies were noted. The manufacturer performed an investigation of the photo provided with the following results: the fault with the image you have shared seems to be consistent with the fault investigated in CAPA for this product. The CAPA report stated that the most probable root causes which would attribute to this fault method would be either: 1) an abusive clinical load applied to the active tip (higher than specified in the clinical model). 2) absence of adhesive at shot point 1. The corrective actions taken as a result of this CAPA investigation were: 1) dried adhesive was removed from cell 1 dispense station, which was causing the glue nozzle to sit higher in the fixture than intended. 2) assembly aid updated with clarifications and cleaning requirements. 3) adhesive dispense adjustments (1, removing the requirement to manually adjust the nozzle on the line, and 2, the ceramic carrier was adjusted by loosening screws and repositioning the carrier. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be established. Multiple factors are associated with this type of failure; the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2504007, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date added.